Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned strap25 unit showed no external damage; a foil was also received with the device. Functional testing was performed to reproduce the reported issue. During manual activation, subsequent actuations failed to deploy any straps despite multiple attempts. The device was disassembled for internal inspection. The ratchet pawl exhibited excessive wear, which interfered with normal advancement and engagement of the firing mechanism. Seventeen (17) straps were found inside the cannula shaft. A manufacturing record evaluation was performed for the finished device 105ldj / strap25 batch number, and no non-conformances were identified. Expiration date: dec/31/2026 date of mfg.: jan/08/2025. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did this issue contribute to any patient adverse event? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and absorbable straps were used. During use, the stapler was not stapling as reported by dr. The procedure was successfully completed without delay or fragments generated. There were no adverse patient consequences reported. Additional information was requested.